Manufacturer narrative:
An analysis of production data has been carried out. Assembly release: (B)(6) 2024. Drift testing and final inspection: 10/07/2024. Packaging: (B)(6) 2024. Nothing to sign on the flow of this product.

Event description:
A pso-vtt was indicated to monitor icp and ict in a case of traumatic brain injury. The monitor showed incorrect pressure, and it changed from negative valve to 100 mmhg. Then the monitor showed" ". We arrived the hospital on the next day. The monitor showed e001. They used the pressio 1 so we will not return the trend data to you. This incident leads to additional surgery for the patient. The device was explanted.